Event description:
Reportedly, during a post-op scan, an oval shape part of a dlu was found inside the pt. The surgeon lost the clamp cover of the device in pt. The part is now located in between the aorta and the pulmonary vein.